Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run. Air bubbles noted, patient not affected. Rv 87.7, rate 2.2, given 16.35. No further information available.